Manufacturer narrative:
(B)(4) - bleeding occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total knee replacement on an unknown date and topical skin adhesive was used. Post-operatively, there was bleeding noted at the end of the incision. The surgeon planned to removed the topical skin adhesive with petroleum jelly and use suture to close the incision. Additional information was requested.